Manufacturer narrative:
Baxter received and evaluated the device.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with the device passing occlusion testing, alarming within specified ranges and within reasonable times. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump would not recognize upstream occlusions. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.